Manufacturer narrative:
The results of the investigation concluded that the distal tip inside diameter met specifications. However, the hemostasis hub had detached from the introducer sheath. Further analysis revealed the header within the hub had not been formed, consistent with the detached hemostasis hub and the reported turning difficulty. Actions to prevent reoccurrence have been implemented.

Event description:
During preparation, the sheath didn't turn properly. The device was replaced and the procedure was completed with no adverse consequences to the patient. Based on the analysis of the returned device, a hemostasis hub detachment was noted.